Manufacturer narrative:
(B)(4).

Event description:
Patient had an endeavor sprint stent implanted in the 1st om. There was no evidence of stent malposition at the time of the stent deployment procedure. There was 0% residual stenosis. Approximately 42 months later the patient underwent a moderately successful balloon angioplasty on a 90% lesion in the 2nd obtuse marginal. Two attempts were made to place a 2.25 x 12 mm unknown brand des across the lesion however these were unsuccessful. Following intervention there was an improved angiographic appearance with a 40% residual stenosis. After the 2nd attempt to pass the 2.25 x 12 mm des, the stent was withdrawn and caught on the proximal previously deployed endeavor sprint stent. It appeared that the coronary guidewire was passed through a stent strut of the ostial (endeavor sprint) stent during cannulation of the svg. The balloon catheter also passed through the stent strut during ptca of the om lesion and the 2.25 x 12 mm des also passed through the strut during the initial attempt to cross the om lesion without difficulty. On withdrawing the 2.25 x 12 mm des stent after the second attempt to cross the distal lesion, the ostial (endeavor sprint stent) was dislodged and migrated into the aorta. It was recognized immediately and the guide catheter, coronary guidewire and 2.25 x 12 mm des with the dislodged endeavor sprint stent on the coronary guidewire was withdrawn into the abdominal aorta. The 2.25 x 12 mm stent catheter was pulled back into the guide catheter and removed without difficulty. The endeavor sprint stent remained on the coronary guidewire and was easily retrieved with a 10 mm snare and removed from the patient through the guide catheter. It was reported that the endeavor sprint stent did not adhere to the vessel wall as intended. Patient was on cardiac drugs. Patient remained stable during and after the procedure.